Manufacturer narrative:
Batch review performed on 06 march 2018; lot 112550: (B)(4) items manufactured and released on 25 nov 2011. Expiration date: 2016-09-30 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in complaining of pain 6 years after primary. The cause is unknown. The surgeon swapped the insert with a new one of the same size. The surgery was completed successfully.